Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause of the reported dislodged cannula. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: freestyle libre 2 plus please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the patient's parent that the patient's blood glucose level rose to 26 mmol/l (468 mg/dl) while wearing the pod between 5 and 24 hours. While the patient was playing, the patient was sweating heavily and the pod reportedly was coming loose from the infusion site (arm), causing the pod cannula to dislodge. Symptoms reported include the patient feeling very unwell, weak, and had difficulty seeing. As treatment, a new pod was applied. No medical assistance was required.